Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 7.0x40x75cm express¿ ld vascular stent, following flushing and removal of the device from the plastic hoop, it was noted that the stent struts were loosely crimped on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.